Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation result the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the ligator housing with six bands and one of them was broken and overlapped. No other problems with the device were noted from the photo. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of bands damaged and unable to deploy was confirmed. It is possible that this event occurred due to the physician's technique during the procedure, or it may have been related to a device malfunction. Cause not established is selected as the most probable cause for these events. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat hemorrhoids during an endoscopic variceal band ligation (evl) procedure performed in the intestinal tract on (B)(6) 2026. During the procedure, when the ligation band was fired, the wrong band was released instead of the second band. The previously deployed band blocked it, so it could not come off. Due to too much force was applied, the band broke off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.